Manufacturer narrative:
(B)(4).

Event description:
Rep called tech services to report a case of atrial lead noise when an asymptomatic patient presented in-clinic for a routine follow-up. Upon device interrogation, rep noted 8 noise reversion episodes, showing noise on the patient's atrial lead. The rv capture, sense, and impedance trends are all stable. Rep was not able to reproduce any noise during isometric testing. Rep and physician will discuss the atrial lead noise. For now, the patient's atrial lead will continue to be monitored.